Event description:
It was reported that a user experienced a temporary lack of dexcom g7 continuous glucose monitor (cgm) readings after a recent sensor replacement, and while preparing to reenter the pairing code in the cgm information screen, the system resumed providing readings, consistent with a brief sensor issue and cgm signal loss. No adverse clinical symptoms were reported. Outcomes included no impact to health and no need for medical intervention. User support included troubleshooting and education to verify pairing and signal status. Investigation of this case revealed a transient communication or sensor initialization interruption that self-resolved, consistent with a brief sensor issue and cgm signal loss, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible event.